Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: gearbox no output-mechanical , the gears are locked up. Motor not able to duplicate issue, ran properly during bench test. The dealer states that the right side motor is stuck with no error code and the chair is also stuck in slow , it thinks it is elevated position. The dealer states that the customer called yesterday and stated she was stranded at (B)(6). Chair was delivered to patient on (B)(6) 2014.

Event description:
The dealer states that the right side motor is stuck with no error code and the chair is also stuck in slow , it thinks it is elevated position. The dealer states that the customer called yesterday and stated she was stranded at (B)(6). Chair was delivered to patient on (B)(6) 2014.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the return fields in oracle is identified as: gearbox no output-mechanical, the gears are locked up. Motor not able to duplicate issue, ran properly during bench test.